Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to the pump battery not being charged. Customer's blood glucose level was 240 mg/dl. Customer declined all further troubleshooting.

Event description:
It was reported that the pump time was incorrect by thirty minutes, cause was unknown. Customer's blood glucose level was 240 mg/dl. The customer corrected the pump time and declined to perform any further troubleshooting.